Event description:
PICC line fractured upon removal. PICC was difficult to remove and the x-ray showed no kinks or knotting. Warm packs were applied to help with vasodilation. PICC was gently removed by vascular access without resistance. Upon removal, it was noted that only 20cm of the catheter (original length was 23cm). Called to bedside to help remove the 1.9 PICC that was being pulled; but it would not come out. The PICC was placed several months earlier. After assessment, I found PICC difficult to remove, and asked md to order the x ray of lower extremities and abdomen to evaluate the line for possible kinking, knotting etc.. At the same time I applied heat packs to the right lower extremity to promote vasodilation. Once it was confirmed by the x-ray that there were no kinks in the PICC line and no knotting, and the heat was already applied, I gently tried to remove the PICC. I was able to remove approximately 20 cm of indwelling PICC without resistance (per original note the PICC length was 23 cm). Then I asked for another x-ray of abdomen and right lower extremity (rle) to be ordered to rule out catheter fracture. Once the x-ray was complete, I notified the ir on call doctor and updated her on the patient status (no changes in clinical status of the patient observed). Primary team was also present on the unit and were notified of the ongoing development. Per doctor (ir) the plan is for ir to remove indwelling PICC. Primary team verbalized that they will notify the family. This is all the information available.